Event description:
This is filed to report single leaflet device attachment (slda). It was reported that an off label mitraclip procedure was performed to treat tricuspid regurgitation (tr) grade 4 with dilated annulus and restricted leaflets. The patient was presented with a pacemaker implanted. A xtw clip was advanced to the tricuspid valve. It was noted that the lead was likely captured in the grasp and physicians were made aware of the possibility that the gripper may be lying on the lead. The physicians decided to deploy the clip and it detached from the septal leaflet, likely due to the gripper lying on top of the lead and not having contact with leaflet tissue. Another clip was advanced to the tricuspid valve and a grasp was obtained. Several views were obtained to confirm leaflet insertion. The clip was deployed and after a couple of minutes, and single leaflet device attachment (slda) was noted. There was a large coaptation gap noted with dilated annulus in that area. Posterior leaflet likely came out due to tension. Imaging was noted to be difficult. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The reported off-label use (indication for use) was associated with using the mitraclip with the tricuspid valve. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to the off-label use. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.